Manufacturer narrative:
A mz9281 sample was received for investigation without packaging. The product was received alongside one mz9283, and three fn-02-lds with maxzero products connected at the female luer. The customer did not provide a lot number for the affected sample but stated that "it was noted to be leaking with fluid in cot predominantly lipids however they were unable to tell if other fluids were also leaking. All the connection points were attached securely. They stated that it appeared to be leaking from the actual tubing of the 4-way extension set however could not visualise any cracks/breaks in the line." The returned samples were subjected to leakage testing as a whole set up but also individually, by using a 50ml bd plastipak syringe. In all instances, no leakage was observed from the infusion set, or connection of the infusion sets throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz9281 product.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was leaking. The following information was provided by the initial reporter: staff reported bd extension set was attached to PICC line. It was noted to be leaking with fluid in cot predominately lipids however they were unable to tell if other fluids were also leaking. All the connection points were attached securely. They stated that it appeared to be leaking from the actual tubing of the 4-way extension set however could not visualize any cracks/breaks in the line. This required a full sterile line change for this patient and change to all new infusions. All components were kept in the infusion pathway.